Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated cross chamber oversensing associated with the right ventricular lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(6) 2015. Of note, the reportable malfunction and/or serious injury (lead crosstalk) is normally submitted via a bimonthly medwatch report submission that should have been submitted on (B)(6) 2016. Information was subsequently received on (B)(6) 2015 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in that field action. (B)(4).

Event description:
It was reported that the patient expired. The patient complained of being short of breath and then collapsed in front of their spouse. Their spouse performed cardiopulmonary resuscitation until paramedics arrived. Upon emergency medical services' arrival, pulseless electrical activity was noted. The patient was treated with epinephrine, which resulted in the patient going into ventricular tachycardia (vt). The patient's implantable cardioverter defibrillator (ICD) treated the vt. The patient received a total of fourshocks during the event. A review of the patient's electrocardiogram at the time noted that during the ventricular tachycardia, possible crosstalk and ventricular safety rate pacing was noted due to the occurring atrial paced rhythm and vt occurring at the same time. It was later reported the patient expired approximately one week later after irreversible brain damage had occurred due to being without oxygen for too long.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.